Event description:
Reporter indicated that pt's generator was explanted due to infection. The lead was left in place. It was reported that the pt was shceduled for re-implant, but that surgeon found an abscess near one of the lead electrodes and explanted the lead instead of implanting a new generator. Re-implant of a new vns therapy system is planned in six months time.